Manufacturer narrative:
(B)(4). Date sent: 6/23/2026. D4: batch#: unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? No. Was there any difficulty opening the device jaws? Yes. Use reverse button to open it finally. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot: e26010039, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Partial fire and would not open jaw. It was reported that during the surgery, could not fire farther after fired a little. And then the surgery, could not open the jaw. Used rbrb to open the jaw and removed the device. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.